Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle pfr kit, the physician saw the patient, who was complaining of right buttock pain that radiated down the back of her leg to her knee. The patient stated, "it feels like a toothache." The physician opined he may have "gotten" a branch of her pudenal nerve during the pinnacle placement. The pain is reportedly improving gradually with time. The physician instructed the patient to take anti-inflammatory agents (drug names unknown) and return for a follow-up appointment in one month.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Unknown; no information available from user facility. Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.